Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying an error code message on power up when batteries are inserted. Event log showed error code message. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: the motor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1871, had a damaged rear casing, needed the circuit board to be services and the rear label needed to be replaced. No patient was involved in this event. No adverse effects were reported.